Event description:
Neptune alarmed and displayed error code, surgical team made aware of malfunction, and I attempted to resolve error by resetting machine and changing filter with no success. Requested new machine from aides, as well as let their team know about contents in neptune so it can be emptied before addressing issue. Received new neptune to continue procedure.